Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 13 states, "intraoperative or postoperative bone fracture and/or postoperative pain." (B)(4). This is 8 of 10 reports being filed for the same patient (reference 1825034-2017-00576 / 00578 / 00579 / 00581 / 00582 / 00743 - 00747).

Event description:
It is reported that the patient has developed polymyalgia rheumatica in an unspecified shoulder and some cervical disease approximately 5 years subsequent to shoulder arthroplasty.